Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analysis, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.